Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed too proximal and a full recapture was performed because the physician wanted to re-cross the septum to position the sheath appropriately. The was was withdrawn and an effusion was noted. Protamine was given and the effusion was monitored without requiring intervention. The case was aborted and the patient was transferred to cardiovascular unit with a low blood pressure. The patient remained stable.